Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 lot# 2949677, item# 00784802200 modular neck b 12/14 neck taper use with +0 heads only lot# 63675124, item# unknown unknown cup lot# unknown, item# unknown unknown stem lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 2 weeks after initial total hip arthroplasty. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.